Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that since 2 days prior to the report, the pain in their neck, arms, and legs had increased. The patient turned up stimulation and was feeling a sudden jolt and stimulation in their leg. The patient had not fallen down. The patient was indicated for failed back surgery syndrome and non-malignant pain. No causes for the pain, interventions, or outcome were reported with this event. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.